Event description:
Meter name: one touch basic. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: none. A pt reported they were hospitalized due to unable to test and also heart failure. Their meter allegedly would only prompt insert strip message. Customer cleaned the meter and also replaced the batteries. Still getting same message. The result on their meter was unable to test. The result on the hospital meter was unk. There is no comparison. Treatment was unk. No further info has been reported.